Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature assessment (actual reading: 131.7 degrees fahrenheit; specification: >118 degrees fahrenheit at 10 minutes) and the noise assessment (actual reading: 64.6 dba; specification: >76 dba).therefore the reported condition was confirmed. It was also noted that the drive shaft bearing was worn out and corroded and the drive shaft was worn and corroded. It was noted that the device failed temperature assessment and the noise assessment due to the worn out and corroded bearing. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was heating up. It was reported that there was no delay to a surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.